Event description:
On 3 occasions was using butterfly needle and needle adaptor to complete blood draw. When switching tubes, the adaptor disconnected from the butterfly mechanism and came apart. No injury occurred to pts or employees.